Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the device mask seal was noted to be deflated when being used to ventilate a patient. There was no report of patient impact or consequence. The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges the device mask seal was noted to be deflated when being used to ventilate a patient. There was no report of patient impact or consequence. The patient condition was reported as "fine".